Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and no errors were observed. The reported event of an error icon displayed was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that the receiver displayed error 121 on (B)(6) 2015. The patient did not report injury or medical intervention. No additional patient or event information is available. It was reported that an adult patient was using a pediatric receiver. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete